Manufacturer narrative:
It was reported that during a coil embolization of a ruptured left paraclinoid internal carotid artery (ica) aneurysm, after successfully placement/deployment of the enterprise vrd ((B)(4)) and coiling, the procedure was complicated by accelerated instent thrombosis with rapidly progressive transient occlusion of distal lica with subsequent recanalization after intra-arterial tpa and reopro (bolus, drip). This resulted in new right hemiparesis and aphasia related to ischemic stroke from the transient lica occlusion. The target site proximally was 4.85 mm and distally was 3.39 mm. The instructions for use outlines the device is indicated for use in vessels with a diameter less than or equal to 4.0 mm. Additionally, another enterprise vrd ((B)(4)/lot unk) was placed in the left middle cerebral artery (mca) to compress any residual clot, and successful recanalization was achieved. As outlined in the IFU, the indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery. Usage other than the approved labeling may involve risks not described in the labeling. Post procedure CT head without contrast in this patient who presented with a baseline ruptured aneurysm revealed mild expansion of hematoma without mass effect. Note was made of increased sulcal hyperdensity consistent with sah, and layering of blood noted in bilateral occipital horns (l>r). The patient was returned to ICU still intubated, but upon extubation post procedure the day after the procedure, the exam revealed new right hemiparesis and aphasia. The patient currently is globally aphasic, able to follow some commands with interpreter, and is completely dependent on care in nursing home. The patient's pre-medical history consisted of hypertension, hyperlipidemia, diabetes mellitus, old cva, and seizure disorder. The patient did not have history of hypercoagulability. The patient presented to emergency department (ed) one day after a syncopal episode and fall complaining of nausea, vomiting and headache, and a CT of the head revealed l tempo-parietal ich with intraventricular hemorrhage. An MRI head ordered the following day after the ed showed large left paraclinoid ica aneurysm with focal daughter domes such as may be found with ruptured aneurysms and which would explain the patient's intraparenchymal and intraventricular hemorrhage. Note was made of the aneurysms fragility and complex morphology including a very wide aneurismal neck and aneurismal transformation of the proximal mca. It was reported that there was no complaint against the second enterprise ((B)(4) lot: 10087064). The mrs pre-procedure was 3, intra-procedure was unable to assess, post procedure the patient was sedated, and post-procedure 5. Pre-procedure the ptt /inr was 25/0.86, intra-procedure act was not provided, and post-procedure inr/ptt 1.04/147. The aneurysm was multi-lobulated located in the distal left internal carotid artery, measuring 8 mm in greatest average transverse diameter, with additional aneurysmal transformation of the proximal left middle cerebral artery. Other medications given consisted of post-procedure plavix 300 mg, followed by 75 mg daily. Exam on discharge the patient mental status was alert, awake, responds with nodding of the head, follows simple commands, and continues to be mute. Central nerve evaluation showed perrl 4-->3, right facial droop, left ptosis and left eye not seen to cross midline, motor- moves left side spontaneously, full strength on left. The right upper extremity was plegic and triple flexion in. The right lower extremity sensory responds to nbp in all 4 extremities, and the reflexes on the right toe up and the left toe down. The long term care plan of the patient is to discharge to nh and follow up in clinic, and on plavix. The enterprise vrd remains implanted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thrombosis and stroke are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Pharmacological and clinical factors including vessel characteristics and this patient's pre-procedure presentation with subarachnoid hemorrhage from a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. Based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
There was no complaint against the second enterprise ((B)(4)), and the new hemiparesis and aphasia was related to ischemic stroke from transient left ica occlusion. The patient did not have history of hypercoagulability. The mrs pre-procedure was 3, intra-procedure was unable to assess, post procedure the patient was sedated, and post-procedure 5. Pre-procedure the ptt /inr was 25/0.86 , intra-procedure act was not provided , and post-procedure inr/ptt 1.04/147. The target site proximally was 4.85 mm and distally was 3.39 mm. The aneurysm was multi-lobulated located in the distal left internal carotid artery, measuring 8 mm in greatest average transverse diameter, with additional aneurysmal transformation of the proximal left middle cerebral artery. Other medications given consisted of post "procedure plavix 300 mg, followed by 75 mg daily. The patient currently is globally aphasic, able to follow some commands with interpreter, and is completely dependent on care in nursing home. Exam on discharge the patient mental status was alert, awake, responds with nodding of the head, follows simple commands, and continues to be mute. Central nerve evaluation showed perrl 4-->3, right facial droop, left ptosis and left eye not seen to cross midline, motor- moves left side spontaneously, full strength on left. The right upper extremity was plegic and triple flexion in. The right lower extremity sensory responds to nbp in all 4 extremities, and the reflexes on the right toe up and the left toe down. The long term care plan of the patient is to discharge to nh and follow up in clinic, and on plavix. The discharged medications consisted of keppra 500 mg, calcium carbonate-vitamin d 600-200 mg, depakote 125 mg, losartan potassium 25 mg, tylenol 325 mg , plavix 75 mg, heparin 5000 unit/ml, bisacodyl laxative 10 mg, nimodipine 30 mg, docusate sodium 50 mg/5ml, guaifenesin-dm nr 100-10 mg/5 ml, senna 10 ml, ferrous sulfate 300 mg/5 ml, pantoprazole sodium 40 mg, insulin, metformin 500 mg. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the procedure was a coil embolization of a ruptured left paraclinoid ica aneurysm, and after successfully placement/detaching the enterprise vrd (B)(4) and coiling, the procedure was complicated by accelerated instent thrombosis with rapidly progressive transient occlusion of distal l ica with subsequent recanalization after intra-arterial tpa and reopro (bolus, drip). Additionally, another enterprise vrd (B)(4) was placed in the left mca to compress any residual clot, and successful recanalization was achieved. Post procedure CT head without contrast revealed mild expansion of hematoma without mass effect. Note was made of increased sulcal hyperdensity consistent with sah, and layering of blood noted in bilateral occipital horns (l>r). The patient was returned to ICU still intubated, but upon extubation post procedure the day after the procedure, the exam revealed new r hemiparesis and aphasia. The patient's pre-medical history consisted of hypertension, hyperlipidemia, diabetes mellitus, old cva, and seizure disorder. The patient presented to (ed) emergency department one day after a syncopal episode and fall complaining of nausea, vomiting and headache, and a CT of the head revealed l tempo-parietal ich with intraventricular hemorrhage. An MRI head ordered the following day after the ed showed large left paraclinoid ica aneurysm with focal daughter domes such as may be found with ruptured aneurysms and which would explain the patient's intraparenchymal and intraventricular hemorrhage. Note was made of the aneurysms fragility and complex morphology including a very wide aneurismal neck and aneurismal transformation of the proximal middle cerebral artery.